Event description:
A review of service data detected a reportable event. During servicing of monitor which was returned for routine maintenance, it was discovered that monitor had a smashed battery connector and would not power up. The last pt to use this monitor did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The damaged connectors on the monitor was replaced. No adverse events results from the damaged monitor. The last pt to use this monitor did not report any problems with it.